Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was admitted to the hospital for a pocket revision. The physician did not like how the pocket looked. No electrical anomalies were noted. The pocket was revised and the device remained implanted. The patient will resume normal follow-up and left procedure in good condition.